Event description:
Patient had a right mastectomy for cancer of the breast. An expander was placed and then in june, 1987 she had 300cc silicone implant placed. She has always had some pain and tenderness on the right but that has intensified over the past two years. The patient now has an axillary mass, frequent flu, fevers, fatigue (loss of activity 30-50%) and dry eyes. The patient had a right periprosthetic capsulectomy with removal of the implant. The implant was intact.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.